Event description:
The user reported that the defibrillator gave a "defib failure, cycle power error 01" in testing prior to using for pacing a pt. The pt was not connected to the defibrillator at this time. There was no impact to the pt.